Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The sales representative indicated that there were no known contributing factors to the fracture. Also, the revised implant was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to a bone fracture at the metaphysis of their proximal femur.